Manufacturer narrative:
Very little info received. Pt has fallen repeatedly causing the humeral components to dislocate. Encore will continue to research this complaint and will file a follow-up report when additional info is received.

Event description:
Revision surgery- humeral components dislocated.